Event description:
It was reported that on (B)(6) 2021, a triclip procedure was performed to treat degenerative tricuspid regurgitation. A single xtw triclip was placed. On (B)(6) 2025, the patient returned with recurrent tr grade 4. There was a flail on the septal leaflet adjacent to the clip. It was also felt that the clip had partially opened/relaxed (clip opened while locked (cowl)). However, the clip remained stable on both leaflets. A xt triclip was placed successfully, reducing tr to grade 1.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked. The reported recurrent tr appears to be related to the clip opening. Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.